Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using a cooladvantage plus applicator on (B)(6) 2018 and on (B)(6) 2018 to the upper and lower abdomen and lower anterior flanks who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2018 and described as tenderness to areas with firm palpation. Provider assessed areas to be harder, larger, heavier, and tighter to treatment areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using a cooladvantage plus applicator on (B)(6) 2018 to the upper and lower abdomen and lower anterior flanks who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on 05-nov-2018 and described as tenderness to areas with firm palpation. Provider assessed areas to be harder, larger, heavier, and tighter to treatment areas.